Event description:
The device overheated during a procedure and the patient was burned. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device was not available for evaluation. H3 other text : device not returned.

Event description:
It was reported that during a procedure at the user facility the device overheated. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.